Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer reported "unit shut off during testing." No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac power only. The battery was measured to have a low voltage level. It was verified that the battery was defective and no longer capable of taking and holding a charge. A service history record review reveals that this unit was in the field for over seven (7) years with no previous related issues prior to this reported event.